Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 16339567. Product family: scs-linear leads, upn: m365sc235250, model: sc-2352-50, serial: (B)(4), batch: 16869773.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure. The explanted devices will not be returned. No further information could be obtained.